Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
On (B)(6) 2020, the patient underwent initial placement of the rns system along with a concurrent resection. Subsequently, the patient developed a low grade fever and "occipital burning". On (B)(6) 2020, the patient presented with a high fever and headache and was admitted. The incision site was noted to have a small hole with some drainage and underlying fluid collection. Cultures were taken and were positive for viridans group streptococci. Treatment included IV antibiotics. The patient was discharged with a PICC line for antibiotic treatment at home. Antibiotics were modified as necessary to treat persistent fever and shaking which started after initial antibiotic completion. The patient completed treatment with a resolution of fevers. Diagnosed as a deep incisional infection.